Manufacturer narrative:
This report is filed june 14, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to the patient developing a cholesteatoma. It is unknown whether the patient was reimplanted with another device as of the date this report, jun 14, 2016.

Manufacturer narrative:
Per the clinic, the patient reportedly had an infection prior to explantation. This report is submitted february 1, 2017.

Manufacturer narrative:
It was reported that the infection the patient experienced prior to explantation was not device related. This report is filed on february 24, 2017.